Event description:
The device was used during a laparoscopic vertical banded gastroplasty procedure. Reportedly, the instrument did not grasp and did not work. The surgeon converted to a laparotomy and applied cautery to complete the procedure. The hosp has reported the pt's condition is satisfactory.